Event description:
The patient reported that it took a long time to heal following the first implant because he "dropped lead/cath." It was noted that the patient had 4 months left on his pump. The patient was relocating and looking for a health care provider to replace the pump. A refill last month was reported. The pump delivered astromorph. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. Catheter: model #8709sc, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).